Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate remained static at 60 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer received education that this behavior could occur when pump detected large changes in pressure used to calculate remaining insulin and was informed that fill estimate would begin to count down again once actual insulin volume matched static value, and customer understood and acknowledged this information.